Event description:
Information was received in jan-2005 from a physician via a sales representative regarding a patient, (age, initials, sex unknown), who experienced effusion in the knee. The patient began synvisc therapy on an unknown date. The patient's medical history, indication, and concomitant medications were not reported. The patient received synvisc injections on an unknown date. The patient experienced knee effusion which was treated with cortisone (date and route of administration unknown). The physician suspected a connection with synvisc. The physician did not complete the adverse event report form and did not indicate the causality assessment on the adverse event report form. At the time of this report, the patient's outcome was unknown. Please refer to manufacturer's control numbers synv-14603,synv-14604, and synv-14605 for other adverse events from this reporter.